Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 4mm x 40mm x 146cm coyote es mr balloon catheter was advance for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 1 second. The device was removed without any problem, and the procedure was completed with a different device. There was no patient complications noted as a result of this event, and the patient was in good condition after the procedure.